Event description:
Physician reported an incident of scleral/corneal burn while using a phacoemulsification handpiece and needle. The incident occurred on his 7th case of the day and all following cases were without incident.